Manufacturer narrative:
Concomitant medical devices: 5076-52 lead, implanted (B)(6) 2006; 5076-58 lead, implanted (B)(6) 2006.

Event description:
It was reported that an infection occurred. The implantable cardioverter defibrillator (ICD)nd envelope remain in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.